Manufacturer narrative:
The handpiece was received at the manufacturer for eval. Based on the initial investigation details, the reported condition of the device leaking during usage has not yet been duplicated. Svc did a clean, lube, and adjust to the device, and the device was repaired and returned to the customer. A f/u report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece was leaking a blood-like substance while being cleaned during the sterilization process. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.